Manufacturer narrative:
Service was dispatched to the site for this event. Fse replaced the tricontinent reagent syringe to correct the issue. The instrument was returned into service after the necessary repairs were completed.

Event description:
The customer reported that on (B)(6) 2011 an erroneously low blood urea nitrogen (bun) result was generated from a unicel dxc 800 synchron system for one patient sample. Upon multiple repeat of the same sample on another instrument, the bun results were higher and considered valid. The initial results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. No specific patient information or sample collection/handling information was provided by the customer. Instrument bun quality control results prior to the event had resulted in some low outlier results.